Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when cutting the stomach on the position of the 2nd reload, serosal tear was reported on the staple line. It was treated by oversewing.